Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent and unsure properly inserted cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod.   Chapter 3 / page 34.  Warnings:   check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.

Event description:
It was reported the patient's blood glucose level rose to 405 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent in addition the patient was unsure the cannula was properly inserted into the infusion site. As treatment the patient performed a bolus of 3 units of insulin and applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined. Cracks were found on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.